Event description:
After an implantation time of approx 53 months, the failure message: 'be aware of implant status excessive drainage of the battery' was reported. Device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and a high current warning message appeared on the ics 3000 screen to alert the physician. The pacemaker's output signal was measured and the pacemaker found to be pacing as programmed. The current consumption of the pacemaker was analyzed and found to be regular. Further into the analysis, an increased current consumption was still not observed. The review of the charge counter showed that the current consumption did not show any conspicuities. In summary, the observed high current warning message was flagged following an internal message indicating high current consumption. The pacing and sensing of the pacemaker was found to be fully functional. No increased current consumption was found during the course of the analysis. A device malfunction was not identified throughout analysis.